Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An insurance agency representative reported that the patient was in an auto accident on (B)(6) 2016. It was stated that the patient was not wearing a seat belt and was removing a shirt and had a moderate impact collision. As a result, the patient claimed the device was causing irritation and had moved because of the collision. General information related to the devices was inquired, and the device was explanted on (B)(6) 2016 as a result, with the patient recovering completely. There were no complications with the procedure. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.